Event description:
It is reported that the ceramic cracked while inserting it into the patient.

Manufacturer narrative:
Evaluation summary: as returned, the insert was fractured into several pieces. The shell meets print specifications. The tools and techniques used are not known. Possible causes of the insert fracture could be related to (but not limited to), improper insert alignment during insertion, and contacting screws that were proud in the shell. However, the exact cause cannot be definitively determined. Evaluation codes: device history records indicate device manufactured to specification.